Event description:
It was reported that over the past two weeks the stimulator was causing spasm and there was painful stimulation. The device was ¿killing her¿ and causing her rib pain. The patient got really nervous and did not realize what was happening, and her ribs were getting sore. The patient turned the stimulator down and off, and when the stimulator was off it helped to a point. There were not falls or traumas. It was noted that patient did not have a managing physician. It was later reported that the patient needed a referral from their primary heal care provider first, but they were trying to get an appointment with another doctor. They did not know when it would be done but possibly by (B)(6). The patient had lost weight so they did not know if that was the cause of the uncomfortable stimulation. They turned the patient¿s device down to 1-1.5 but the issue was still going on. It was later reported that the patient saw a pain management doctor and was going to see the doctor again in (B)(6). The patient was currently having an MRI cervical scan on her neck. They wanted a manufacturing representative (rep) to be there at the appointment to check it out. Additional information received reported that the patient needed an MRI of the cervical spine and knee. The patient had pain in the cervical/neck area. The company representative reported over a month later that occasionally when the patient bends over the stimulator goes off and it was extremely uncomfortably for her. The patient has lost about 30lbs since the device was implanted. When the patient bends down to grab something and then straightens up, that was when the patient gets that minor shocking feeling. It used to be more frequent, like 2-3 times a week, but now it was only once a month. The patient saw a doctor two months, and the doctor told the patient that it was normal to get that surge feeling once in a while. The patient has another appointment on (B)(6). The patient was very happy with the therapy overall and doesn¿t have any other concerns. The patient was encouraged to bring the issue up with her doctor again and if need the doctor can page a company representative to check the device out at that appointment. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).